Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The tendon staple loader has fragments of at least 2 staples and an additional 3 staples are deformed. A functional assessment of the device found that a reference insertion device was able to retrieve the undamaged staple. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that a material certificate of analysis from each raw material supplier is required. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include improper inserter alignment when retrieving the anchors. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that, during an arthroscopy, the tendon anchors were not loading properly. They were going further or breaking off. Tied with both appliers and the same issue kept occurring. The procedure was completed without delay using a back-up device. No patient complications were reported.